Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's monitor was not fully powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitoring sn (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. Upon investigation the monitor was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.